Event description:
Pt awake - the dr used the dental mirror to assist in spraying the pt's throat for a bronchoscopy. The mirror broke off the shaft, and the pt swallowed it. X-rays were taken and after discussion with the pt, surgical service did an esophageal gastric dilitation and extracted the mirror from the pt's esophagus.